Manufacturer narrative:
Follow-up #1: date of submission 01/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 01/14/2016 with the following findings: there was one loss of prime warning observed in the black box with low non zero force. The pump was exercised for 24 hrs with no loss of prime duplicated. The force calibration was within specification. (B)(4).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: a review of the pump black box data revealed loss of prime warnings associated with low, non-zero forces. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The force sensor calibration tested within specifications. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.